Event description:
It was reported that caller observed large air bubbles or gaps in tandem mobi cartridge during pumping, although issue was not present at time of call. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by filling tubing until bubble was removed, and no additional actions by technical support were described.